Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The site representative reported to medtronic that the cable from the video splitter fell onto the power board, resulting in the open fuse. The cable was secured and the fuses replaced by the site, restoring functionality. Issue resolved via troubleshooting.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system could not complete start up. It was noted that the representative removed the back panel, measure the voltage across a fuse and found the fuse had an open. There was no patient present when this issue was identified. No additional information was provided.